Event description:
A pt underwent a left total knee replacement on 10/26/95. Pt was started on p.c.a. For pain control. At 2:00pm fetanyl 2mcg/cc and bupurocan 0.062 was 4:00pm the pt complained of feeling light headed. A check of the infusion pump read out revealed 560ccs of fluid had infused. The display readout on the pump indicated the fluid was being infused at 15cc/h. The pump was turned off and replaced. The involved infusion pump was taken out of service and returned to the MFR. The pt suffered no sequelae.